Event description:
Healthcare professional reported capsular contracture, baker grade iii-IV via ultrasound and MRI. The device has been explanted with capsulectomy and replaced with a non-allergan device.this relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d2, d4, g4, h4, h6. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Hematoma: unable to observe since it is not related to the device. Granuloma-ndr: not applicable as the event is not related to the device. Additional observations: red particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture, baker grade iii-IV via ultrasound and MRI. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Continued h.6: f2203. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red and yellow particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture, baker grade iii-IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Healthcare professional reported "heterogeneous extraprosthetic, intracapsular effusion, measuring 12 mm in thickness, in the upper outer quadrant, which was previously known and stable¿ and ¿two silicone areas in the paraprosthetic region measuring 15 mm and 13 mm (initially thought to be residual from old ruptures)¿ - not device related, ¿paraprosthetic hematoma in the upper outer quadrant of the left breast, which is increasing¿.